Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) during dwell cycle three of four in peritoneal dialysis therapy. The patient stated they had a clamp on a unused supply line open. The technical services representative assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device was not available for evaluation. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.